Event description:
It was reported the patient has been experiencing ineffective therapy due to invalid impedance. In turn, the doctor electively explanted and replaced the patient's ipg. Post-op, the patient's issues remained. Follow-up revealed reprogramming was attempted but did not provide resolution. As a result, the patient will undergo surgical intervention pertaining to the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.